Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was a tip seal observation. The analyst commented that dried blood under the drive shaft prevents the helix from being fully extended.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implant attempt of the right ventricular (rv) lead the physician decided to retract and reposition the lead. Multiple attempts thereafter the helix did not appear extended via the closure mechanism on the fluoroscopy. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant attempt of the right ventricular (rv) lead the physician decided to retract and reposition the lead. Multiple attempts thereafter the helix did not appear extended via the closure mechanism on the fluoroscopy. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.